Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned order service investigation it was determined that the patient had an overdose. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. Review of the event history log (ehl) showed an upstream occlusion, high pressure, and a no disposable. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The pump was found to be slightly over delivering. As a result, the expulsor was replaced as a preventive measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Additional information added to b3, the event date was updated to 01/03/2023.